Event description:
It was reported on 04/04/2023 by a arthrex employee via (B)(4) that an ar-1204as-60 flipcutter after creating the socket, the ar-1204as-60 and the hollow drill (drill guide) got stuck and could not be removed. No patient harms. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Functional testing found that the device function as required. No problem found. Visual evaluation noted that the device does not have any issues.